Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old female of unknown race and ethnicity in non-st segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during the priming process prior to patient implant, the nurse could hear the sound of the cassette trying to prime but the automated impella controller (aic) displayed a purge fluid not detected message. The setup was verified to be correct. Despite two more attempts, the failure persisted. As a result, both the aic and purge cassette were replaced to resolve the issue. There was no patient harm.

Manufacturer narrative:
The investigation of priming issue has been completed. The logs confirmed the reported complaint. There were multiple instances of a purge system failure alarm due to a blocked piston. Visual inspection of the purge assembly revealed excessive purge fluid residue, indicating leakage of purge fluid during clinical use. Purge fluid residue was also found within the purge motor assembly, preventing the purge motor from spinning both by hand and via telnet commands to the console. The purge system failure was due to buildup of glucose on the purge stepper motor gasket. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09866. D2 common device name, f6/f8-should have been left blank, g1 reporting contact fax number missing.